Event description:
Byte aligners released a statement saying that they had issues with their workflow and had problems with their aligners. I have had consistent documented problems with my aligners, teeth shifting, etc. That has required me to go back into their "treatment" several times. I started having more issues today and when I called I was told that I needed to get a second opinion before they would work with me. The representative confirmed that I have at least two documented cases where I was put back into treatment because of the issues I have been having, but I am now required to pay out of pocket to see a dentist before they will even talk to me. This is an FDA regulated product and the business is not willing to help or prevent issues from happening even after the statement.